Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the device was depleting prematurely recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population." This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the device was depleting prematurely recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the device was depleting prematurely recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.